Event description:
Per oos, this system was removed for infection sometime in 2007, and a new system was implanted in 2007. Device was discarded by hospital. Also removed were: setrox s 53, MDR 1028232-2008-00105. Setrox s 45, MDR 1028232-2008-00107.